Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display blue screen. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image was not displayed due to a faulty cable and charge-coupled device (ccd). In addition, the following non-reportable malfunctions were found during the device evaluation: leakage at camera head and an oxidized cable and sensor were noted. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Based on the results of the investigation, the flickering image was caused by a faulty charge-coupled device and cable. A probable root cause was attributed to device damage which allowed fluid ingress causing oxidation of components. Olympus will continue to monitor field performance for this device.